Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The customer discarded the test strips. The product has not been received at this time. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory result using an unknown method. At 9:00 am the meter result was 2.9 inr. At the same time, the laboratory result was 1.9 inr. On (B)(6) 2020 at 9:00 am, the meter result was 3.9 inr. At the same time, the laboratory result was 2.9 inr. The customer's therapeutic range is 2.5-3.5 inr. The customer is still adjusting her warfarin dosage. During both events, the customer was taking 10mg of warfarin.